Event description:
A malfunction alarm was reported with no notable events occurring prior to the issue. The malfunction code displayed was malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump.